Event description:
The customer returned this device reporting it became heated and difficult to turn, and there was a suspicious noise at the tip of sagittal saw. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was noted that the motor did not work properly, it jammed and was heavy moving, due normal wear. Maintenance was performed and the device repaired and returned to the customer on (B)(6) 2012. Placeholder.